Event description:
Reference manufacturing report number 2135147-2020-00146. On (B)(6) 2020, a 30mm amplatzer pfo occluder was selected for implant. When the left disk of the device was deployed in the left atrium, the physician noticed that it has a wrong shape and the disc looked like a tire. The device was removed from the patient an attempt was made to deploy the device in saline water. The device still assumed the tire shape. Another 30mm device (lot # 6894133) and attempted. The device was placed in the patient, in which the second device also assumed a tire shape. The physician removed the device and replaced it with a 25mm pfo occluder. The third device was successfully implanted.

Manufacturer narrative:
Additional information sections: d10, d11, g4, g7, h2, h3, h6, h10. Correction information section: b5. The reported event of a round, bulbous deployment was noted upon initial deployment. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 30mm amplatzer pfo occluder was selected for implant. When the left disk of the device was deployed in the left atrium, the physician noticed that it has a wrong shape and the disc looked like a tire. The device was removed from the patient an attempt was made to deploy the device in saline water. The device still assumed the tire shape. Another 30mm device (lot # 6894133) and attempted. The device was placed in the patient, in which the second device also assumed a tire shape. The physician removed the device and replaced it with a 25mm pfo occluder. The third device was successfully implanted.